Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the coating of the probe was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged when the user output the device while contacting with something hard object. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a total laparoscopic hysterectomy, two thunderbeat devices were used. In the procedure, both probes fell off into the patient. The fragments were retrieved in the procedure. The procedure was completed with third thunderbeat. Olympus medical systems corp.(omsc) received and evaluated the subject device. As a result, omsc found that the probe coating of one of two devices was partially missing on (B)(6) 2017. There was no patient injury reported. This MDR is regarding the missing coating.